Event description:
Midazolam infusion programmed on medfusion pump at a 1mg/1ml concentration with patients weight of [redacted] at an ordered infusion rate of .1 mg/kg.hr. The settings were verified by registered nurse. A bolus dose was programmed at a .1 mg/kg dose to be administered over 30 seconds per verbal order by md and was also verified by rn. Approximately 10-15 minutes later, medfusion syringe pump alarmed that the syringe was empty. Notified md. Patient remained intubated and respiratory therapist was at bedside throughout event. Patient was stable throughout event. Inputs looked correct, as recorded by the pump. Added unknown as according to inputs we can't at this time identify why the pump infused 25mg. Patient was ordered 0.1mg/kg/hr of midazolam 1:1 concentration and a bolus of 1.5mg IV prn (as needed). The nurse set up the med fusion pump and had it independently verified by a second nurse. The pump alarm was sounding and when the nurse checked the pump, the entire syringe had infused into the patient. The physicians were immediately notified. The patient remained hemodynamically stable and his airway was secured. Medfusion 4000 pump. Smith medical. Pump not available for return. No harm to patient.